Event description:
Patient being transferred from chair back to bed. As patient sits on bed, the right wheel at foot of bed locking mechanism failed allowing the bed to slide 18 inches backwards. Patient slowly lowered to floor in a controlled manner by myself and two patient care technicians. Mechanical lift obtained and patient gently placed back in bed without problem.====================== manufacturer response for bed, hospital, (brand not provided)======================hill-rom representative was notified. They are sending a new bed and trapeze.